Event description:
It was reported to medtronic minimed that the customer experienced pump error 23, unexpected battery power loss, charge/battery lasts less than expected. The customer reported blood glucose value of 379 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: pump died unexpectedly document treatment for high bg: manual injection. The event involved product(s) mmt-242t, mmt-7040a, mmt-342, mmt-1884l. Troubleshooting was performed. Customer reported receiving replace battery alert/replace battery now alarm after receiving a low battery warning. Pump is behaving normally. Customer reported receiving a power loss alarm. Customer was able to clear alarm and complete the rewind process if requested. Pump was recently stored or without a battery for more than 10 minutes. Customer reported receiving pump error 23. Pump was recently stored, without a battery for > 8hrs, or error occurred immediately after battery change. Customer was able to clear error and complete rewind process. Customer reported high bgs. No further patient complications were reported. No product return is required for mmt-242t. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.